Event description:
Boston scientific received information that this patient previously received inappropriate therapy due to noise on the right ventricular (rv) channel. This patient was admitted to the hospital after experiencing a ventricular tachycardia (vt) storm where 10 appropriate shocks and 3 anti-tachycardia pacing (atp) bursts were delivered. Pacing inhibition was also observed for an unknown duration. Technical services (ts) was contacted to discuss whether the associated rv lead should be replaced during pg replacement. It was suspected this implantable cardioverter defibrillator (ICD) experienced premature battery depletion. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service for the time being. At this time, there is no additional information. Should additional information become available, this report will be udpated.